Event description:
A malfunction alarm occurred on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A correction injection (mdi) was delivered to address the elevated bg level, and there was no need for third-party assistance. Technical support provided instructions to reset the pump, and the pump did not show the same malfunction after resetting. The customer was advised to continue using the pump and to contact technical support if the issue reoccurs.